Manufacturer narrative:
The device was returned for evaluation where the inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specifications for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specifications. However, it was observed that there was a significant degree of splay at the inner blade edgeform. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edgeform is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding (seizing, broken, non-operative). No further investigation is required. (B)(4).

Event description:
It was reported during a knee arthroscopy using an incisor 4.5mm blade, the blade did not work. It was not eating the tissue, so the doctor requested another knife and finished the surgery without patient injury.